Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy evidenced by blood glucose measuring 24 mg/dl while sleeping. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management and stated that their spouse woke them from sleep. The reporter alleged the pump was spraying insulin instead of dripping insulin. During troubleshooting by animas customer support, the pump basal program and basal history and total daily dose along with bolus history, it was determined the pump is delivering as intended. However, the patient stated they put a full cartridge in the pump on (B)(6) 2018, with total daily doses for (B)(6) of 44.081, the patient only had 96 units of insulin left in the pump. That total did match the amount of much insulin that was in the cartridge. However, the cartridge should have had approximately 136 units in it. Animas customer support advised the patient to replace the cartridge and the infusion set every two-to-three days as per the manufacturer¿s instructions for use; the patient reported only changing the cartridge about once per week. Animas customer support also advised the patient to cycle the cartridge two-to-three times prior to filling with insulin as per manufacturer¿s instructions for use. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue. No device malfunction was indicated on troubleshooting.